Manufacturer narrative:
MFR prepaired section f. Events coded in section f10 are described in labeling.

Event description:
The system is an automated cervical cytology re-screening device intended for use in the quality control and re screening of previously screened papanicolaou (pap) smear slides. Used as intended the system will identify a subset of manual screen negative pap smear slides where the specimen is potentially abnormal. The device will rank all reviewed slides in order of potential for abnormality. The user will set the threshold, generally a 10% or greater review rate of all slides processed, for identifying slides that will need manual re-screening. A svc action, to the device involved in this incident, unintentionally resulted in a review rate of 1.1 % . The svc action, occurring on sept 2nd was to replace the image system. In order to function correctly, the system requires requalification when a svc action such as this is performed. Re qualification did not occur in this incident, and as a result, the user processed their manual screen negatives at a 1.1% review rate. This is the rate the unit defaulted to with the new, unqualified image system. The user continued processing specimens in this manner for several weeks. Upon review of their data, the user noticed that the threshold was low. A svc call confirmed the problem and the system was requalified with the newly replaced image system. The user requested the threshold to be set at a 15% review rate. To resolve specimen results generated under the lower threshold, co's application engineering accessed the historical data for all specimens processed since the image system was replaced. Co sent the user a listing of these specimens ranked in order of potential for abnormality. With this list, the user was able to manually re-screen the desired percentage of manual screen negatives (archived at user-site). Due to concerns surrounding confidentiality of internal policy, the customer was unwilling to share the rescreening results with co. The customer did confirm that they were able to use the list provided by co rescreen specimens processed during september at a 15% review rate.